Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 23-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer¿s expected am fasting blood glucose test result is 147 mg/dl, expected pm fasting blood glucose test result is 150 mg/dl. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Customer stated that she had medical attention in january due to result obtained with the truemetrix meter; customer did not recall the exact date. Customer stated she obtained a blood glucose test result over 300 mg/dl fasting; three or more hours later she went to the ER where her blood glucose test result was 109 mg/dl fasting. Customer did not provide any additional information regarding the adverse event. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip open vial date is 05/04/2020; the manufacturer¿s expiration date was not disclosed by the customer (unable to locate in smartsolve or proquis). The meter memory was reviewed for previous test result history: (B)(6).